Manufacturer narrative:
(B)(4).

Event description:
This ICD was explanted due to the patient having pericardial effusion.

Manufacturer narrative:
A pericardial effusion was observed following the implantation of this device. The ICD was explanted and returned to biotronik. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. We would like to thank you for supporting our post-market surveillance.

Manufacturer narrative:
This is a follow-up-report concerning the correction of the MDR codes.